Manufacturer narrative:
(B)(4) - this event concerns a device that was MFR and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a pacemaker replacement procedure, capture failure was reported upon re-connection with the new pacemaker. The physician claimed an abnormally to the lead connector, which was repaired by removal of the connector section and replacement. Therefore, the distal section of the lead remains implanted, and the connector section returned for analysis.